Event description:
It was reported that tip of the capture rod broke off.

Manufacturer narrative:
The associated device was returned and evaluated. Visual assessment confirms the stated failure. The device¿s shaft¿s threaded tip has fractured through the threads. The instrument shows signs of repeated use. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. We consider this investigation closed.